Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window, and missing end cap sticker.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The insulin pump was not delivering insulin. The insulin pump fell on the sand at the beach. He was unable to clear the button error alarm and removed the battery from the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.